Manufacturer narrative:
Conclusion: pieces of suture with and without knots were returned for evaluation. They were microscopically evaluated and breakages were noted. The amount of force required to cause the breakages could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional narrative: it was reported that the patient is currently in stable condition. The surgeon opines that the factors contributing to the breakage were that the diameter of the wire was too thin for this surgery and the surgeon¿s technique for tying wires. Different wires, a band and pins were used during the re-operation. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch dhb222. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-00341- 2210968-2012-00345. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting procedure on (B)(6) 2011 and suture was used. Two wires were used at the manubrium of the sternum and four wires were used at the sternum with knotted suturing technique. At that time, the surgeon had recognized the wire at the bottom was twisted. On (B)(6) 2011, the patient underwent a CT scan. A wire at the manubrium of the sternum was broken. The patient reported the wire broke with a sound when he carried a casket at a funeral ceremony. The patient underwent a re-operation on (B)(6) 2012 to repair the sternum. The surgeon opines that the cause of the breakage was the clenching technique and that the wires were thin.